Event description:
A patient's caregiver (cg) contacted baxter regarding a system error 2084 that occurred when she tried to open the cassette door to end therapy after noticing a slit in the patient's extension line. No injury or medical intervention was reported.

Manufacturer narrative:
Sample availability is unknown. If additional info becomes available, a follow-up will be submitted.